Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the programmer went through multiple reboots when powered on and software updates were installed and the hard drive reconfigured. No other anomalies were found. (B)(4).

Event description:
It was reported that the programmer would go through multiple reboots when it was powered on. All peripheral pieces of equipment (radiofrequency programmer head, xircom card, touch pen and cables) were disconnected however the situation did not resolve. It was speculated by the technical services call-taker that it had a corrupted file. The programmer was returned for service. No patient complications have been reported as a result of this event.